Event description:
I have problems with the bd ultra-fine pen needles 5mm. Approx. 1/10 of the needles are clogged or not continuous, the fluid does not pass through the needle when injecting. Comment: event country choose as germany because native language is german.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.